Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign matter was found. During preparation, outside the patient's body, a renegade¿ hi-flo¿ fathom¿ kit was selected for use. However, it was noted that the wire had difficulty advancing into the distal part of the microcatheter and the physician then noticed a glue mark on the microcatheter. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a renegade hi-flo micro-catheter with a fathom guidewire in the device. The hub, shaft and tip were microscopically examined. The guidewire was hydrated and easily removed from the device. The guidewire was reinserted with no restrictions or hesitations and transcended through the device. The device showed 2 kinks. The 1st kink was located at 8cm from the tip. The 2nd kink was located 8.5cm from the tip. Additional information supplied by the customer site stated an adhesive or glue substance was on the distal end of the device. Upon inspection there was a noticeable fm on the catheter shaft located at 61.7cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
It was reported that foreign matter was found. During preparation, outside the patient's body, a renegade hi-flo fathom kit was selected for use. However, it was noted that the wire had difficulty advancing into the distal part of the microcatheter and the physician then noticed a glue mark on the microcatheter. The procedure was completed with another of the same device. No patient complications were reported.